Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms during testing. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call off no power anomaly. Customer's blood glucose level was 101 mg/dl. Troubleshooting for the off no power alarm was performed. Customer advised the alarm occurred less than 24 hours after the low battery alert. Customer advised this was the second occurrence of off no power anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.